Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, undersensing resulting in inappropriate output was observed on the device at higher rates during a stress echocardiogram. No known intervention has been performed at this time. The patient was stable and will continue being monitored.